Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys¿ quartz sn (B)(6) was received for evaluation. The reported event was able to be confirmed. The tactisys was not able to be connected during investigation. Based on the information and investigation provided to abbott, the root cause was isolated to the sbc (single board computer). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, self-test issues resulted in the cancellation of the procedure. While validating the ensite patches, it was noted that the tactisys was not connected to the ensite. The power source and network cable were changed. The equipment was restarted but it did not pass the self-test. The procedure was cancelled with no adverse consequences to the patient. The procedure has been rescheduled.